Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced difficulty charging the pump with the wall adapter. Reportedly, the customer was able to charge the pump with an alternate adapter. Customer¿s blood glucose value was 183 mg/dl.